Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro tissue welders were defective. The reporter stated that the problem was most likely failure to cauterize. A second was opened and had the same problem. The procedure was completed with a third kit and there no patient effects. Products are returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)